Event description:
It was reported: "a 31- year-old adult male patient who had shunt malfunction, intracranial hypotension during the use of chpv shunt (codman hakim programmable valve) medical device for management of hydrocephalus." "On (B)(6) 2020, the patient was operated and implanted with chpv shunt (codman hakim programmable valve) (right vp shunt codman 90 programmable shunt) medical device under general anesthesia at a pressure of 110 mm h2o. "On an unknown date, currently the patient presented with low icp symptoms (intracranial hypotension) and surgeon wanted to increase the pressure from 70 to 110 mm h2o but after multiple programming the shunt setting was locked on 70, two programmers tried to change the setting with, but the result remains the same in all the x-ray. After multiple attempts of programming failed and surgeon confirmed malfunction of the shunt." Follow up information was received from the physician on (B)(6) 2026: the implant/valve remains implanted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.